Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large needle driver instrument to perform failure analysis. The instrument was analyzed and found to have grip input disk #7 completely detached. The complaint regarding broken cable was not confirmed by failure analysis.

Manufacturer narrative:
The 8mm large needle driver instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large needle driver instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.